Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump, successfully resolving the issue with no recurrence of the malfunction. The customer was advised to continue using the pump and to contact technical support if the problem reoccurred, which the caller understood.